Manufacturer narrative:
A specific root cause could not be determined based on the provided information as the product could not be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer stated that an intra-venous line with dextrose was in the right hand and this could be a reason for the discrepancy.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous glucose results for one patient tested with an accu-chek inform ii meter. The meter serial number was asked for, but not provided. A sample from the patient's right hand was tested at 07:17, resulting as 23.4 mmol/l. A second sample from the patient's left hand was tested at 07:19, resulting as 6.9 mmol/l. A third sample from the patient's right hand was tested at 07:23, resulting as 9.8 mmol/l. The result from 07:23 was used for monitoring and no actions were taken. The patient's right hand had an intravenous line of premixed 5% dextrose, saline, and 10 mmol of potassium chloride. No more test strips from the used vial are available for investigation. Controls and linearity were tested using strips of the same lot, but from a different vial. Control and linearity recoveries passed.